Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented at an annual device clinic check. Upon review, the right atrial lead exhibited noise that led to inappropriate automatic mode switch. The noise was reproduced with upper body movements. No interventions were performed. The patient was in stable condition.